Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The ups was replaced and the system passed checkout. The (B)(6) was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the ups analysis and system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system immediately shuts down when it is unplugged. The system had charged overnight. There was no patient involvement. Additional information was received from the rep and it was reported that the battery drained normal after replacing the battery, however when plugging the system back into the wall the main cart shuts down.